Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had software error detected. Customer's blood glucose level was unknown. Customer also stated that they were able to clear alarm. It was also reported that the insulin pump had replace battery alarm. The device will not be returned for analysis.